Event description:
The customer reported to tiger aesthetics medical that they had trouble getting suction from the unit at the start of liposuction. It was found that the tray that is pulled out last in the processing procedure was not seated correctly. An additional viality unit was used to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as not patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint number: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical perform an investigation and found the failure to generate suction was caused by an improperly seated drawer gasket seal during or setup. No manufacturing defect was identified, and no trend or systemic issue exists. This complaint is considered use-related event with low risk and no patient harm. No further action required beyond standard monitoring. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.